Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a herniated naval coincident with peritoneal dialysis (pd) therapy. The cause of hernia was not reported. The patient was not hospitalized for the event. At the time of this report, the patient was not recovered from the event. On an unreported future date "next week" following the week of this report), the patient was scheduled to undergo hernia repair surgery. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.